Manufacturer narrative:
(B)(4). Partial or total occlusion or obstruction of the coronary ostia is a recognized complication of an aortic valve replacement and, less frequently, from mitral valve replacement. It is typically the result of a technical error during valve implant and not related to a product malfunction. However, partial or total occlusion of the ostia, if unrecognized, can result in angina, myocardial infarction, acute peri-operative right, left or bi-ventricular dysfunction and/or death. In this case, the occlusion was recognized intraoperatively. A CABG was performed with no other consequences to the patient. The patient was returned to ctu in satisfactory condition. The root cause of this event cannot be conclusively determined with the available information. The subject device is not available for evaluation as it remains implanted. However, this event was likely due to procedural related factors. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency and/or one was not confirmed through investigation. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that this patient underwent an aortic valve replacement procedure and it was performed with a 21mm pericardial aortic valve. Post implant, the surgeon was not able to identify the right coronary ostium. The aortic root was closed and the heart was de-aired and re-animated. However, the heart was not beating. Doppler examination of the right coronary artery suggested inadequate flow and therefore a vein was harvested while on pump from the right ankle. This was prepared and grafted to the distal right coronary artery immediately above the bifurcation. The patient tolerated the procedure well and was transferred to the ctu in satisfactory condition.